Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range shock impedance of greater than 200 ohms on the non-boston scientific right ventricular (rv) lead. Boston scientific technical services (ts) recommended bringing the patient in for further evaluation with pocket manipulation, isometrics, and serial impedance measurements. The physician plans to schedule a lead replacement procedure. This product currently remains in service. No adverse patient effects were reported.